Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose level. The customer's blood glucose level was 2.5 mmol/l. The customer also reported that she was having problem with connecting glucometer to her insulin pump. She also reported that, the battery on her insulin pump was low and then ran out. The customer's current blood glucose level was 5.3 mmol/l. The insulin pump will not be returned for analysis.